Event description:
It was reported that during a catheter placement, the cuff is separated from the catheter. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual and microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported loss or failure to bond issue as the tissue cuff was not secured onto the catheter. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter placement, the cuff is separated from the catheter. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.